Manufacturer narrative:
Event date is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01893. It was reported the patient's leads had migrated causing ineffective stimulation. The issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein the leads were explanted and replaced.